Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the surgeon is requesting implants for revision due to unknown reasons.

Event description:
It was reported that a patient underwent left total knee arthroplasty on an unknown date. Subsequently, it was reported that the patient will be undergoing a revision on an unknown date due to the oss expandable device not expanding as expected. No revision has been reported to date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.